Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a sudden loss of stimulation and therapeutic effect. The patient had pain from the implant procedure. The patient had great relief in their affected leg until they fell down the stairs about a week after the implant. The pain got worse and the stimulation was no longer in their leg where they needed it. The patient saw their doctor on (B)(6) to diagnose the issue and troubleshoot. At the appointment it was found that the impedances were good. An x ray showed no lead migration. The patient¿s surgery pain was better but they had a rash covering most of their body. The patient was reprogrammed to move the stimulation down to their leg and out of their stomach and ¿run¿ area. The patient had good relief and was going to take steroids from the doctor for the rash. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.